Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device screen was stuck on recovery screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d device single use, device available for eval, dev. Serviced by a 3rd party. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had failed database and out of space. A field service engineer reimaged the station to resolve and tested inventory medications. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the device screen was stuck on recovery screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.